Manufacturer narrative:
This event report was received through clinical data collection activities. The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.

Event description:
Revision due to septic arthritis.